Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was "settings not available, cannot provide your desired intensity settings" on their controller. Patient noticed the last couple of days when patient went to turn up the settings, the message kept coming up. Patient pressed ok and tried again and it still did the same thing. The weird thing was if patient pressed the stim on/off button on the top of the controller and went back to the setting part, it would put patient in there and patient could set it up a couple of times and it seemed like everything was ok. The next time patient went the message came up again. On the call instructed patient to use the controller. Patient was in group c. Patient tried groups a and b and tried increasing. Pt was able to increase with no message. Patient had to decrease in group b because stim was in their left leg. Patient denied any falls/trauma. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Pt mentioned their next hcp appointment is in a few weeks. Pt left a message for the manufacturer representative (rep) today and will ask the rep to be at their next appointment when rep calls them back. 2024-apr-04 (B)(4) (con, rep): additional information was received from the manufacturer representative (rep). It was reported that the rep reiterated the settings not available message. Stimulation was not able to be adjusted. Rep will see patient tomorrow (B)(6) 2025 to check impedances. The issue is ongoing. The manufacturer representative (rep) indicated they would send any further information as they become aware. Additional information indicated that there were high impedances on the electrodes. Rep was able to program on other lead (0-7) and was able to get good mapping and coverage. Patient was happy.

Manufacturer narrative:
Correction: the initial reporter's phone number in section e has been updated/corrected. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 977a260 serial# (B)(6) implanted: (B)(6) 2023 explanted: (B)(6) 2025 product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that there were high impedances, greater than 34 ,000. They weren't able to program the lead due to impedances, only could program on the other lead. The pt had a lead revision for the impedance issues and lead migration. The revision was successful. The issue was resolved. The manufacturer representative (rep) indicated they would send any further information as they become aware.